Event description:
During baxter's initial evaluation of this spectrum pump, it was discovered that it failed the 40ml/hr upstream occlusion test.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The evaluation initially found a failure of the upstream occlusion test at a rate of 40 ml/hr. The unit did pass add'l upstream occlusion tests per baxter's current service procedure. However, it was also observed that the ultrasonic air readings were below specification. The upstream sensor will be replaced to correct this problem.